Manufacturer narrative:
The field service representative (fsr) found with the support from the manufacturer's technical support specialist that the product experienced voltage issues on both the network interface cards (nic). The power manager board was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the power manager board to lab use only (luo) centrifugal system testing equipment. The pst monitored the set up for 24 hours with no observation of the screen going blank. The pst did observe that the power manager did not correctly charge the batteries but the ccu display did not go blank.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the log does not show any power issues with the centrifugal pump (or any pumps/modules). The centrifugal pump was still functional even though the user reported a blank display. The pump has been used several times since (B)(6) 2021 without a reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump screen went blank multiple times. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.